Event description:
Screen on bi-pap quit working, could not access the alarm page; the screen froze and the user was not able to recover it. Technicians determined it was a failed keypad, reported due to interruption in patient care.